Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Small part broke loose from back of the brush head, looks like a metal pin / the part is small and sharp [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that when he was brushing his teeth that morning using an oral-b trizone 1000 rechargeable toothbrush, a small part broke loose from the back of the oral-b power oral care refills pro bright (3d white); he described that it looked like a metal pin of some sort. The consumer noted that the part was small and sharp. No symptoms developed. Relevant history: none reported. No further information was provided.